Manufacturer narrative:
The date of event being used is (B)(6) 2019 since the event occurred on an unknown date in (B)(6) 2019.

Manufacturer narrative:
Results code 1: a review of the manufacturing records for the device verified the lot met all pre-release specifications. A review of the sterilization records verified the lot met all pre-release sterilization specifications. 22: according to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to infections.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. A review of the sterilization records is currently in progress.

Event description:
The following was reported to gore: on an unknown date, the patient underwent endovascular repair using a non-gore device (tx-2). On (B)(6) 2019, conformable gore® tag® thoracic endoprostheses and an aortic extender endoprosthesis were implanted distally to repair a thoracic aortic dissection. On an unknown date in (B)(6) 2019, it was reported an infected aneurysm was observed in ctag and non-gore device treatment area. On (B)(6) 2019, it was reported that the physician was planning to remove the devices, but it was abandoned because it was observed bleeding from the infected aneurysm and hemorrhage control was difficult. The initial conformable gore® tag® thoracic endoprostheses were relined with new conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure and is being monitored.